Manufacturer narrative:
An extended investigation has been performed and there was no issue with the librelink application that would have led to the complaint. The user reported unexpected application error when using the freestyle librelink application. Attempted to replicate the user¿s complaint using the configuration (ios 16.5.1, 2.10.1.7653) and was able to successfully receive glucose readings and alarm notification in the application and was unable to reproduce the complaint. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue was reported with the adc application version 2.10.1.7653, in use with iphone 13 pro max with ios operating system version 16.5.1. The customer indicated that the app is "responding slow, sometimes not giving results, and alarms sometimes not working." The customer indicated they felt their glucose was high and received unspecified third-party treatment. The customer declined to provide any further details. There was no report of death or permanent impairment associated with "this" event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue was reported with the adc application version 2.10.1.7653, in use with iphone 13 pro max with ios operating system version 16.5.1. The customer indicated that the app is "responding slow, sometimes not giving results, and alarms sometimes not working." The customer indicated they felt their glucose was high and received unspecified third-party treatment. The customer declined to provide any further details. There was no report of death or permanent impairment associated with htis event.